Event description:
Received info that all insulin delivery stopped. Reportedly, customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.